Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg.dl. The customer mentioned receiving no delivery alarms, which may have caused her glucose to rise. Troubleshooting could not be performed as the customer did not have an infusion set available. Later the customer called back and performed the fixed prime test and passed. The customer's most recent glucose reading was 360mg/dl. The customer stated that the alarm has not been resolved. When advising the customer to disconnect from the quick release to run a fixed prime again, the customer changed out the infusion set, but then she was able to check the amount of insulin by verifying the status screen and reservoir window matched before changing the infusion set. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.